Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23nov2020.

Event description:
An alarm was reported. There was no patient involvement.

Manufacturer narrative:
G4:18feb2021. B4:19feb2021. H11:g5:k102985 h10: the alarm was clarified to be low tidal volume. The customer declined support and repair. No further information is available. . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.